Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the catheter tip mentioned referred to the stimulator lead. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018 explanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that additional interventions taken included reprogramming the entire system on (B)(6) 2019. The clinical diagnosis was updated to stim migration. It was noted that the outcome of the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a loss of stimulation due to the lead migration; reprogramming was performed on (B)(6) 2019, and the lead was explanted and replaced on (B)(6) 2019. The event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had unsatisfactory analgesia; imaging revealed the catheter tip had migrated and the clinical diagnosis was a lead migration/dislodgement. It was noted that the event was related to the device or therapy and possibly related to the implant procedure. Interventions taken included repositioning the lead. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead, product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead. This information was previously reported in manufacturer's report # 3004209178-2019-08412. Additional review indicates this information pertains to MFR 3004209178-2018-26467, and any additional information related to this event will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the lead was modified. No further complications were reported/anticipated. Additional information was received from the healthcare professional (hcp). It was reported that the patient felt a ¿shocking sensation¿ possibly due to unsatisfactory programming. The patient was reprogrammed on (B)(6) 2019. The lead was replaced on (B)(6) 2019. The event is ongoing. No further patient complications were reported as a result of this event. Additional information was received from the healthcare professional (hcp). They clarified that after a lead revision the lead migrated a second time resulting in a lead replacement on (B)(6) 2019. Reprogramming was done after the most recent revision to get a proper stimulation pattern that the patient desired. The event is ongoing. No further patient complications were reported as a result of this event.